Event description:
It was reported that this pacemaker recorded a code 1003 due to exposure to cold weather. Technical services (ts) recommended waiting three days and interrogating the device again. Additional information was received that data analysis was completed for this device. The device has since recovered from the cold weather and has been approved to be implanted at a future date. This device was never in service. No patient involvement.

Event description:
It was reported that this pacemaker recorded a code 1003 due to exposure to cold weather. Technical services (ts) recommended waiting three days and interrogating the device again. This device was never in service. No patient involvement.